Event description:
Report rec'd from abbott international affiliate (abbott spain) that states: "complaint coinciding with the use of abbocath-t 20g. On 22 may 2000, an abbocath was placed without any problems. On 25 may 2000, the nurse realized that the catheter was detached from the hub. A minor surgical intervention was required to remove the catheter from the cardiovascular system. It was performed successfully. The pt did not suffer any untoward outcome." The intravenous was in use for antibiotic treatment. No add'l info is available.